Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced undesired nerve stimulation. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted to address the issue. It was noted during the procedure that the lead appeared to be charred.

Manufacturer narrative:
Correction: the investigation results have been updated below. The reported event of electric shocks, or being "charred" was not confirmed. As received, the returned lead was tested for channel-to-channel shorts with no shorts found and no high impedances discovered on any electrodes, the lead is in good operating condition. The cause of the reported event remains unknown.

Manufacturer narrative:
Correction: h11 the final investigation results have been corrected. The reported event of undesired nerve stimulation issue was not confirmed. As received, microscopic inspection and bench testing showed the resistance for the returned lead channel # 3 was greater than 4 ohms (resistance out of specification) was found. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Correction: h6 - medical device problem code

Manufacturer narrative:
The report event of stimulation issue was confirmed. As received, microscopic inspection and the resistance testing showed the returned lead channel # 3 greater than 4 ohms (resistance out of specification) was found. The cause of the event is consistent with damage during use.